Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the replacement pump segment was disconnected from the support plate. There was no mark of solvent on the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Potential causes of the manufacturing issue are: - the pump segment is not at the correct length. - the operator did not take the proper amount of solvent on the tubing. - the operator did not properly insert the tubing extremity in the solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a prismaflex m150 set disconnected 30 minutes into continuous renal replacement therapy. There was no fluid or blood leak noted; however, the extracorporeal blood was observed to have been partially returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.